Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of a bd safeclip device from lot# 7177532 were provided. The customer requests to change the needle cutter, as she has difficulty cutting the needle. The photos were examined, and it was observed that a used safeclip device from lot# 7177532 was photographed in both closed and open positions (regarding the cutter hole). From the photos alone, it could not be determined if the device was unable to clip cannula properly. According with the DHR review the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test.

Event description:
It was reported that while using bd needle clipping device safe clip¿ the device is not clipping. The following information was provided by the initial reporter, translated from spanish to english: customer informs that on 11/20/2020 she requests to change the needle cutter, as she has difficulty cutting the needle.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd needle clipping device safe clip¿ the device is not clipping. The following information was provided by the initial reporter, translated from spanish to english: customer informs that on 11/20/2020 she requests to change the needle cutter, as she has difficulty cutting the needle.